Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the fiber was thoroughly analyzed. Visual inspection confirmed no visual defects. Microscopic inspection found the fiber tip was degraded. There was no light exiting the connector face, indicating an internal connector fracture. Functional testing found no aiming beam. The console read: "applicator has been 27 times.". The complaint against the fiber was confirmed. Fracture within the connector can occur during procedural handling of the fiber during setup, use or reprocessing. This can result in an insufficient aiming beam or low laser energy output. It can even cause a complete inability for the fiber to fire. A review of the device instructions for use (IFU) was completed. It states: carefully inspect the fiber for kinks, punctures, fractures or other damage. If the fiber appears damaged, do not use the device. Return it to boston scientific for replacement. The IFU also states: care should be exercised with the glass tip to avoid severe impact or side stresses that may fracture the tip. It further states: only after preparation and reprocessing, within the limits of maximum 10 application cycles, the light trail reusable laser fiber may be used again. Using the light trail reusable laser fiber beyond the allowed 10 application cycles is not permitted. It can lead to unforeseeable risks for patient, operator and laser device. The device history record (DHR) review confirmed that the device met all manufacturing specifications. Therefore, the failure was unlikely related to manufacturing. In this case, the fiber was used 27 times, exceeding the recommended 10 uses mentioned in the IFU. Due to this, the investigation conclusion code assigned is failure to follow instruction. This indicates, problems traced to the user not following the manufacturer's instructions.

Event description:
It was reported that during procedure, the laser did not come out. The procedure was completed using another of the same device. There were no patient complications. Analysis of the returned device identified a fractured connector.